Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt for additional information with the physician was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable defibrillation lead product ID 694965 implanted: 2006 (B)(6); competitor lead 1488t-58 implanted 2000 (B)(6); competitor lead 1488t-52 implanted 2000 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted and there was an attempt to explant the lead via laser extraction. The patient was dependent so a temporary pacer was placed at the beginning of the procedure. It was noted that the procedure was stopped due to not being able to laser out all the lead. Another procedure was scheduled two days later to complete the lead extraction. It was reported that later that evening, the patient was deceased. A cause of death was requested and not received.